Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed a rise in impedance measurements and capture thresholds. Both values had doubled since last visit. Patient was scheduled for lead revision. Patient was stable throughout the event.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019 due to high pacing impedance. The patient was doing well before, during, and after the procedure.